Event description:
It was reported that there was a sudden increase in the right ventricular (rv) lead threshold. Reprogramming occurred and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2008; 6940-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.